Event description:
It was reported that the insulin pump had unresponsive act and esc buttons and alarmed button error. The blood glucose reading was 200 mg/dl. No significant events leading to the keypad issues were observed. The customer's mother stated that the insulin pump also alarmed no delivery during the prime process, for which troubleshooting could not be done due to the keypad issues. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The occlusion test was not performed and no delivery alarm was not verified due to button/keypad anomaly. The device had cracked case at display window corners, reservoir tube lip, belt clip slot, minor scratched display window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.